Event description:
During remote follow up, post-paced t-wave oversensing due to fusion was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. The patient was in stable condition and will continue to be monitored.